Event description:
It was reported that during implant attempt, after the leads were positioned, the rv (right ventricular) lead positioning site was changed because the data was not favorable. The data at the new site was also not favorable, so the lead was attempted to be repositioned again, but the helix could not be retracted. The lead was straightened and the helix rotated counter-clockwise, but one third of the helix could not be retracted. The threshold continued to increase and eventually pacing failure occurred. The physician explanted the lead by pulling strongly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).